Event description:
Tolerances of the I/u-tandems of ring & tandem applicator set and gammamed cervical sleeves do not match together. In some cases, they have difficulties to insert the tandem into sleeves as it is too tight, what results in treatments without the sleeve inserted. If the tandems do not match inside the cervical sleeve, a new sleeve will have to be implanted into the pt or an alternative treatment will have to be performed. Add'l anaesthesia might be necessary to be able to insert the tandem applicator without the sleeve into the cervical channel. Waiting on clinical impact info from physician (on 2 weeks vacation).

Manufacturer narrative:
Due to a design error, the gm cervical sleeves have been listed as optional components for the CT/mr ring applicator set in the current applicator & accessories catalogue. The IFU does not advise the customer to check the proper function of the sleeves prior to use nor describes how to use the sleeves in general. This report is based on info received from a third party or developed by varian medical systems. While the reported, event is being investigated, some of the facts are as yet unverified. By submitting this report, the company is not admitting that the product identified has malfunctions, is defective, or has caused or contributed to a serious injury or death. Info provided in this report is based on the assumption that the info currently available is true and accurate.